Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her lancet was hard to insert/remove from the onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started on (B)(6) 2013 at 11:00 a.m. The patient manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. On (B)(6) 2013 at 11:05 a. M., the patient reported that she developed symptoms of ¿profuse sweating¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject lancing device, and there was no misuse of the product. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.